Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a right side deflation." Device remains implanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on radius side assessed as surgical damage and observed cracked valve seat diaphragm valve. Additional observations: observed creases on the device. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported "a right side deflation." Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.